Event description:
It was reported by service report that the restraint straps on the stair chair were torn. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Restraint straps.